Event description:
It was reported that the patient experience muscle stimulation six weeks after right atrial lead re-position. During the replacement procedure, there was brown liquid coming out the lead. The lead and the implantable cardioverter defibrillator was explanted and replaced successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: the patient experienced peripheral nerve stimulation after the right atrial implant on (B)(6) 2017.

Event description:
New information stated that the patient experienced peripheral nerve stimulation caused by the right atrial lead after the lead was implanted on (B)(6) 2017.